Event description:
During procedure, nurse was turning light when it fell between pt and nurse. No injuries occurred.

Manufacturer narrative:
Light was part of ongoing recall that required new extension arms to be installed due to the pivot support junction. During installation, the biomed did not install the primary safety screw. Instead, only the secondary safety screw was installed. The root cause of this incident is incorrect installation. If the primary safety screw had been installed, the unit would not have fallen.